Event description:
It was reported that the customer was instructed by endocrinologist to set a temp rate of 100% for 6 hours to address high blood glucose level; however, the pump start button could not be activated. During troubleshooting with tandem technical support, customer understood that 100% is the normal setting for a temp rate and that a different percentage should be programmed to initiate the temp rate.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.